Event description:
Rn was in the patient's room and ventilator beeped. Rn looked at the ventilator screen and screen was black and did not appear to be working. Pt immediately bagged by rn and staff emergency initiated. Several staff members responded in addition to several respiratory therapists. An rt got a new ventilator and brought it to the room. Pt was placed on a new ventilator at prior settings.